Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent incarcerated incisional hernia repair surgery on (B)(6) 2016 during which the surgeon noted adhesions up over the mesh were reduced. Once the adhesions and omentum were reduced from the space between the fascia and the mesh, a mesh was placed to cover the recurrent defect. It was reported that the patient experienced severe pain, scarring, inflammation, adhesions, loss of appetite, stress and anxiety. No additional information is provided.